Event description:
During a coronary artery drug eluting stenting treatment procedure there was balloon withdrawal difficulty. The target lesion was a mildly calcified, 70% stenosed portion of the mid left anterior descending (lad) coronary artery. The physician predilated the lesion and deployed a 2.5x24mm taxus express2 drug eluting stent. During withdrawal of the catheter the physician encountered resistance but ultimately was able to remove the catheter by tugging with a little more force. The lesion was post dilated. There were no pt complications and the pt is reported as fine/normal.